Event description:
The iab was inserted into the pt pre-op on 1/14/97 prior to CABG surgery. On 1/15/97 after iabp for 20 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. On 1/31/97, datascope received the mandatory medwatch form from the user facility; no uf/dist rpt #. On 3/19/97, datascope received a follow-up mandatory medwatch form from the user facility; uf/dist rpt # 310029-1997-1. Event complications: none from the event - rpt'd 1/15/97, 1/31/97. Pt current status: stable - rpt'd 1/15, 1/31/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.